Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that multiple recoverable faults occurred against universal surgical manipulator (usm) 4, which had been replaced the previous day. There was an error message indicating that the insertion axis was not free to move and advising to check for obstructions. The intuitive tech support engineer (tse) asked the caller if the drape was impeding insertion. The caller was not able to answer as the surgeon had undocked usm 4 and moved it away from the patient. The customer called back after the procedure to perform troubleshooting. The customer reported that power cycling the system and attempting fault recovery multiple times did not resolve the issue. The tse advised to take the drape and instrument off the usm and try again, but the error continued. The caller also noted that the usm carriage was positioned lower than the others. The tse advised to perform a hard power cycle of the system, but the caller declined. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.